Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support and the following day after start of support, there was a call from the bedside regarding position in the aorta and high purge pressure alarm. The position was confirmed under echocardiogram. The impella connect suggested clot ingestion. There was a motor current spike and brief saturated flow that resolved. The device was eventually explanted and replaced approximately two days later for clot ingestion. The outcome of the patient following the event is unknown. However, there is no report or indication of any adverse effects to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of saturated flow and high purge pressure has been completed. There was no product or data logs returned. The clinical description stated that there was an ingestion signature with high purge pressure and saturated flow but then the saturated flow resolved. Tissue plasminogen activator was started but the pump was ultimately exchanged due to clot ingestion. However, due to lack of product or data logs returned, the root cause of the high purge pressure could not be confirmed. The root cause of the saturated flow could not be determined.